Event description:
Litigation papers allege that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk and will require a revision surgery. (B)(6) 2012 - medical records were received. The revision operative report indicated that the patient was revised to address loosening of the acetabular component with a femoral component which was toggling proximally but well fixed distally. It was noted that there was very mild if any, metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.